Manufacturer narrative:
The patient's product has been returned and evaluated by lfs product analysis with the following findings: the meter involved in this case has not passed all testing. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay-user/patient's mother contacted lifescan (lfs) to report experiencing an hourglass symbol on the screen of her daughter's one touch ping meter when attempting to do a glucose test. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported that the alleged issue with the subject meter began on (B)(6) 2011, at 10:30 am. Per the documentation found, the subject meter powered on, the hourglass came up immediately and was unable to continue to complete a glucose test. The mother stated that her daughter manages her diabetes with the insulin pump and manual insulin (self adjustment). Consequently, the reporter alleged that because the pump's bolus was not received the next reading obtained was higher. The mother also claimed that the patient was able to treat herself as part of her normal routine. It is unknown what kind of treatment was given in between the time the issue started and (B)(6) 2011, at 3 pm, when her daughter self treated with 10.65u of humalog (bolus). The reporter denied that her daughter developed any symptoms or that she received any medical treatment due to the product issue. During the initial call with customer service, the cca noted that the issue was resolved. Replacement products were sent to the patient. The patient's product has been returned and evaluated by lfs product analysis with the following findings: the meter involved in this case has failed testing. Based on the information provided, although the patient self treated with insulin due to the alleged product issue, there is no indication that the reported issue caused or contributed to a serious injury. The patient's mother denied that the patient developed any symptoms suggestive of severe hypoglycemia or hyperglycemia, nor received medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.